Manufacturer narrative:
Tech found the issue isolated to an internal component in the gas springs. He replaced the gas springs and this resolved the drift. The stretcher was found out of service in the basement and there were no alleged injuries.

Event description:
Tech alleged that the head section would drift down.